Event description:
Pod was activated on (B)(6) 2012 (time unk). On (B)(6) 2012 at 7:30 am, customer¿s bg was 366 mg/dl. Despite bolusing, her bg remained the same one hour later. The pod was deactivated. While looking in the viewing window, customer saw the ¿cannula looked pulled out and bent but did not smell insulin.¿ the pod was not returned for eval.

Manufacturer narrative:
A cannula that dislodges or bends would likely reduce or restrict insulin delivery and therefore, lead to hyperglycemia. The pod was not returned, so we are unable to assess product condition. Furthermore, a lab eval cannot determine if a dislodged cannula occurred. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after 2 hrs. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If blood glucose remains high after a total of 4 hrs then replace the pod and contact an hcp for guidance.